Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Degenerative lumbar fusion case: while the nurse was setting up her table, I noticed that one of the si polyaxial screwdriver from the expedium system had a stripped distal end. This is probably due to wear and tear, or from putting too much force onto the screw. As I was not present when this event happen no patient information or further details can be provided. No incident report was written by the hospital, therefore I presume that the patient was not affected by this event and that no pieces were left behind and no delay was experienced I have nothing further to add.

Manufacturer narrative:
Evaluation codes: additional information. Device evaluated by MFR?: corrected data. One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the distal tip had become fractured. The second half of the driver tip was not returned for evaluation. The fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.